Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "pt underwent primary right reverse shoulder replacement, on (B)(6) 2024. Pt experienced recent history of pain, swelling, in right prosthetic shoulder joint. Underwent revision on (B)(6) 2024. Multiple specimens taken, to determine if infection present - glenoid component, and humeral tray and poly revised. Pt underwent a 2nd revision, on (B)(6), due to significant swelling in prosthetic joint. Wound opened, to reveal large collection of hematoma. No obvious collection of pus. Humeral tray / poly again revised, as well as the glenosphere. Multiple specimens again taken. Copious lavage".

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., and no similar device is commercially available in the u.s. The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "pt underwent primary right reverse shoulder replacement, on (B)(6) 2024. Pt experienced recent history of pain, swelling, in right prosthetic shoulder joint. Underwent revision on (B)(6) 2024. Multiple specimens taken, to determine if infection present - glenoid component, and humeral tray and poly revised. Pt underwent a 2nd revision, on (B)(6), due to significant swelling in prosthetic joint. Wound opened, to reveal large collection of hematoma. No obvious collection of pus. Humeral tray / poly again revised, as well as the glenosphere. Multiple specimens again taken. Copious lavage".